Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy for gastric cancer procedure, the adjustable firing button of the device disengaged. The event occurred during the procedure but the device was not used on the patient. Surgeon used another device to resolve the issue. No patient injury